Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately five days post implant of an implantable pulse generator (ipg) system that the right ventricular (rv) lead exhibited occasional loss of capture and x-ray showed lead dislodgement. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.